Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The device was not received because it was repair locally. To solve the issue the force sensor kit has been replaced. The defective part was received in brézins for investigation. According to the investigation results, no visual anomalies were observed on the components of the kit. A series of tests were conducted using the laboratory tool. Both the conductivity and optical sensor tests passed. However, it was noticed that the sensor output was unstable from the start and again after the stress test with weights, which would have triggered error 22 on the customer's site, confirming the reported issue. For this complaint the root cause of the reported event of error 22 is related to to a faulty force sensor. An internal CAPA has been opened in april 2019 to reduce the occurrence of error 22. The modification to this CAPA has been deployed. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: error 22, calibration done still error. When replacing new force sensor kit with calibration, the problem solved. Out of box failure reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.